Manufacturer narrative:
Follow-up #1: date of submission 03/09/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/14/2017 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed no evidence of pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked. During testing, the battery cap secured properly to the pump to maintain power. The pump was exercised for 24 hours with no duplicated power issues. The complaint of a power issue was not duplicated. Unrelated to the complaint, the display screen appeared dim and discolored. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump intermittently lost power. It was also reported that the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.